Event description:
Three blood leaks occurred with aps-900s lot no. 014z4j. Two leaks occurred at initial use and one leak occurred at the forth reuse times. The total blood loss is approx. 300cc. Since the blood was not returned to the patient. The patient is well.